Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the proximal left circumflex with moderate tortuosity, moderate calcification, and 99% stenosis, a 2.0x15 rx mini trek dilatation catheter was advanced, strong resistance was met, and the dilatation catheter could not advance further than the ostium. After several attempts were made, the 2.0x15 rx mini trek dilatation catheter crossed the lesion and was inflated; however, upon the first inflation at 9 atmospheres, a leak was noted and the dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, once outside the patient anatomy, the balloon catheter was pressurized with water and a pinhole rupture was observed. A non-abbott dilatation catheter was used to successfully complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the rx trek/mini trek instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.